Event description:
It was reported by the customer that a bd pyxis¿ es refrigerator had a hardware failure. The customer reported that the refrigerator drawer will not unlock. There was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator drawer would not unlock. A field service engineer performed a power dissipation fix by powering off the fridge and the station, disconnecting the power cable from the station and then powered the fridge back on first, allowing it to boot up until it recognized the row boards, and subsequently powered the station back on. The system functioned as intended after the field service engineer repaired the device.